Event description:
Reporter stated she has been ill since the implants were placed in. In 2005 she was extremely sick and had frequent infections. By the time they were removed in 2007, she had connective tissue damage, right breast encapsulated tumor, right arm numbness, fever, blackouts, digestion problems, mold in her chest and central nervous system damage. Do not know lot number but will call back when the numbers are found.

Event description:
Additional info received (B)(6) 2013 - mw5030358: pt called to give additional information on silicone breasts implants (l/r) that were implanted in 1998 by dr (B)(6). Pt's states she was entered into a study by dr (B)(6) without her knowledge. Dr (B)(6) implanted pt with l/r silicone breast implants #110, the study says it's for silicone implants #410. Pt states only 1 followup was done following implantation, at her request for concerns of a size difference between implants. Pt also recalls requesting for saline breast implants, but was persuaded to receive silicone implant at an additional cost. She has documentation which support this claim. Also in reports pt has, she see where dr (B)(6) says she has "rib and spinal deformities". Pt states she is not aware of this and has never been informed of this diagnosis and believes this to be false. Furthermore pt states she is disabled and has a home nurse and social worker come by everyday. Pt believes her disability is related to implants.